Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the guide wire was returned without any blood or contrast visible. The tip of the guide wire was not returned. There was a piece of the core 1.4 cm distal to the center solder. The shaping ribbon, 1 cm distal to the center solder, was still intact. The tip coils were pushed distal from the center solder for a length of .5 mm. There were four offset coils, 1 mm, 3 mm, 5.5 mm, and 1.25 cm proximal to the center solder. There was no other damage noted to the guide wire. The returned guide wire was sent to the scanning electro microscopy (sem) lab for further analysis. Product performance engineering reviewed the incident information and the analysis of the returned device. Results of the sem analysis into that the device shaping ribbon was subjected to excessive ductile overload beyond the design limit of the guide wire causing the tip to detach the guide wire to fail due to ductile overload, some portion of the guide wire would have to be trapped either in the anatomy or another device and excessive pull force applied. This was reported to be a difficult case, but the mechanism of how the tip was restricted and force applied not described in the case details. This overall conclusion is that the forces applied in the attempt to remove the guide wire exceeded the stent of the core of the guide wire which fractured from overload. The separation appears to be related to the circumstances experienced during the procedure and not a quality issue in either materials or workmanship. This is a very low-level failure mode that is monitored. Manufacturing assures the quality of the guide wire tips through visual and dimensional inspections and 100% non-destructive pull tests of the tip. Also, samples are destructively tested to failure and each lot must pass the test requirements. Quality inspection verifies that all requirements are met. This MDR is considered closed by the product performance group.

Event description:
Reporting status: serious injury / medical intervention. Reporting rationale: removal of separated guide wire. Device issue: guide wire tip separation. It was reported that the procedure was for a biv ICD (biventricular implantable cardiac defibrillator) upgrade. During a very difficult case, the bmw was being used in the coronary sinus, when it became frayed at the distal end. The distal end became detached and was successfully retrieved using an angiotech device. No patient effects were reported. No additional event or patient information is available.